Event description:
Pain walking [pain] pain [knee] [arthralgia] stiffness [knee] [joint stiffness] knees are worse than prior injections [condition aggravated] difficulty walking [gait disturbance] knee/leg swelling [peripheral swelling] knee swelling [joint swelling] back pain [back pain] no relief [device ineffective] device use in unapproved indication [used for arthritis and meniscus damage] [device use issue]. Case narrative: this is a serious spontaneous case received from a consumer via a regulatory authority in united states. This report concerns a 71-year-old female patient (weight 77 kg), who experienced stiffness [knee], difficulty walking, leg swelling, knees were worse than prior injections, pain walking, pain [knee], knee swelling, back pain, no relief and device use in unapproved indication during treatment with intraarticular euflexxa (sodium hyaluronate) solution for injection, unknown concentration and dose, expiry date 31-oct-2024, administered for knee pain, arthritis and meniscus damage. The patient reported that following first injection she had stiffness and pain causing difficulty walking from office to car. Second injection was less traumatic but still no relief. Following third injection, medical doctor said there should be relief by three weeks post injection. The patient contacted medical doctor one week post injection on (B)(6) 2024 to inform of knee and leg swelling, pain walking and back pain. She reported that medical doctor had told her to go see pcp (primary care physician) because symptoms were not side effects of drug. At the time of this report, the patient reported approaching three-week mark and symptoms had continued to worsen. Her knees were worse than prior injections. She reported having multiple hyaluronic injections previously and always gotten relief. Last previous injections were supartz. She was very frustrated with that ortho and her need to continually ice, use a cane or walker due to knees worsening and back pain. The events of stiffness [knee], difficulty walking, leg swelling, knees were worse than prior injections, pain walking, pain [knee], knee swelling, back pain, no relief and device use in unapproved indication were considered serious due to medically significant criteria. Action taken with euflexxa was unknown. At the time of this report the outcome of the events of stiffness [knee], difficulty walking, leg swelling, knees were worse than prior injections, pain walking, pain [knee], knee swelling, back pain, no relief and device use in unapproved indication was not recovered. The patient's medical history included hyaluronic injections. No start and stop dates were reported. The following concomitant medication was reported: levothyroxine. No start and stop dates were reported. Overall listedness (core label) is unlisted. Reporter causality: related company causality: related. Sender´s comment: conservatively assessed as related, however, patient reported her doctor had told her, these symptoms were not side effects of product. Most likely the events were related to the procedure as it has been reported by the patient 'to have had multiple hyaluronic injections previously and always gotten relief' and product was used within expiration date other case numbers: internal # - others = mw5162079 internal # - others = mw5162080 internal # - others = mw5162081. This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the mdd (european council directive of 14 june 1993 93/42/eec concerning medical devices) / MDR (EU) 2017/745 and/or because it did not occur in an EU + efta country + tr and ni and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.